Event description:
Customer reported via phone, she has been disconnected form the insulin pump for a couple of days because she went through a cat scan. She was reconnecting and she needs assistance with changing the infusion set and the battery. Customer blood glucose was unknown. The device alarmed battery out limit and weak battery. Customer stated the battery were out of the insulin so she was advised it was normal for the device to alarm battery out limit when the battery has been out for a period of time. Customer did not have a new battery to continue troubleshooting for weak battery alarm. Customer was advised to clean the battery compartment and battery cap before inserting a new battery. That the insulin pump will alarm failed battery test when the battery is inserted. Customer will go buy batteries and call back if issues persisted. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.